Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ pelvic pain") in an adult female patient who had essure (batch no. 20210350) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight (27.434). In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced weight increased ("weight gain/went from 132 to 170"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), inflammation ("inflammation"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), migraine ("migraines / headaches"), nausea ("nausea"), endometriosis ("endometriosis"), vaginal discharge ("vaginal discharge"), abdominal pain lower ("lower abdomen pain"), back pain ("back pain") and headache ("headaches"). The patient was treated with surgery (to remove the essure/supracervical hysterectomy((uterus only)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain lower and back pain had resolved and the inflammation, fatigue, migraine, nausea, endometriosis, vaginal discharge, weight increased and headache outcome was unknown. The reporter considered abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, endometriosis, fatigue, headache, inflammation, migraine, nausea, pelvic pain, vaginal discharge and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. Current weight: 147 lbs. Essure confirmation test(s- in (B)(6) 2009, type of test: other (please describe) - do not remember what it was called. They inserted a balloon and filled it to check for leaks. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-oct-2018: pfs received. New event added: headaches. Outcome of pelvic pain, lower abdomen pain, dyspareunia, dysmenorrhoea updated to recovered / resolved. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ pelvic pain") in an adult female patient who had essure (batch no. 20210350) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight (27.434). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), inflammation ("inflammation"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), migraine ("migraines / headaches"), nausea ("nausea"), endometriosis ("endometriosis"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), abdominal pain lower ("lower abdomen pain") and back pain ("back pain"). The patient was treated with surgery (to remove the essure/supracervical hysterectomy((uterus only)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, inflammation, dysmenorrhoea, dyspareunia, fatigue, migraine, nausea, endometriosis, vaginal discharge and weight increased outcome was unknown and the abdominal pain lower and back pain had resolved. The reporter considered abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, endometriosis, fatigue, inflammation, migraine, nausea, pelvic pain, vaginal discharge and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. Current weight: 147 lbs. Essure confirmation test((B)(6) 2009, type of test: other (please describe) - do not remember what it was called. They inserted a balloon and filled it to check for leaks. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-aug-2018:quality safety evaluation of ptc(product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ pelvic pain") in an adult female patient who had essure (batch no. 20210350) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight (27.434). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), inflammation ("inflammation"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), migraine ("migraines / headaches"), nausea ("nausea"), endometriosis ("endometriosis"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), abdominal pain lower ("lower abdomen pain") and back pain ("back pain"). The patient was treated with surgery (to remove the essure/supracervical hysterectomy((uterus only)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, inflammation, dysmenorrhoea, dyspareunia, fatigue, migraine, nausea, endometriosis, vaginal discharge and weight increased outcome was unknown and the abdominal pain lower and back pain had resolved. The reporter considered abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, endometriosis, fatigue, inflammation, migraine, nausea, pelvic pain, vaginal discharge and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. Current weight: 147 lbs. Essure confirmation test(s- in (B)(6) 2009, type of test: other (please describe) - do not remember what it was called. They inserted a balloon and filled it to check for leaks. Most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet and medical records received. New reporters added. Plaintiff demographics added. Essure implant date updated, lot number added and indication added. New events dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, migraines / headaches, nausea, endometriosis, vaginal discharge, weight gain, back pain and lower abdomen pain were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and inflammation ("inflammation"). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and inflammation outcome was unknown. The reporter considered inflammation and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.